Event description:
Information was received indicating that eight days follow placement of a smiths medical portex® blue line ultra® tracheostomy tube, purulent secretions, skin granulation, and skin redness. It was reported that the patient was admitted to the hospital for multi-organ failure and had the trach placed to improve respiratory status which then later stabilized. The physician ordered skin observation, dressing changes, and neck ties to be changed. Six days later, the skin was reported healed with no further adverse effects.

Manufacturer narrative:
Device evaluation- the device was returned fo revaluation. The returned device was inspected; this showed the device port was broken and one of the knobs was broken. Inspection determined the damage occurred due to an impact during use.